Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the devices were found to have the tidal volume rebound problem. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was received. No apparent physical damage was found. The tidal volume knob rebound was found during the preventative maintenance (pm) process. The root cause was due to manufacturing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced MRI battery, sintered filter, and o rings. Replaced "rfv". Performed preventative maintenance (pm) testing, cleaned and affixed service label. Device passed all functional and delivery tests.